Manufacturer narrative:
H.6. Conclusion code 1: 22: according to the conformable gore tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to endoleak and false lumen expansion. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
Other device in event: tgu312610j, lot number unknown, UDI: unknown.

Event description:
The following information was reported to gore: on an unknown date, a patient underwent ascending aorta replacement and thoracic endovascular aortic repair (tevar) with conformable gore® tag® thoracic endoprostheses: tgu313115j and tgu312610j (both lot numbers unknown). An unknown brand y-graft was utilized in the abdomen. On (B)(6) 2019, this patient underwent additional endovascular treatment using two conformable gore tag® thoracic endoprostheses. Tgm282820j was implanted proximal to the y-graft. Tgu282820j was implanted distally from tgu312610j. At the angiography after the implant, no endoleak was detected. The procedure was completed. This treatment was performed due to false lumen expansion and to determine why there was no decrease in aneurysm size. There was no detailed info or comments received from the physician. According to the field sales associate, a type ii endoleak from the intercostal arteries was suspected as a reason for the additional treatment.